Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to load another cartridge and declined tandem technical support's offer to continue to troubleshoot. Customers blood glucose level was 137 mg/dl.